Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure with a patient presented with a humerus shaft fracture on (B)(6) 2012, the screw broke. Reportedly the surgeon was inserting the 4.0mm ti cancellous bone and the screw broke during the insertion. The tip of the screw, approximately 20mm was left implanted in the patients humerus bone. It was reported the patient was not impacted, there was no delay in surgery and the event did not require additional medical treatment. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The tip of the screw, approximately 20mm remains implanted in the patients humerus bone ((B)(6) 2012). Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
An investigation evaluation was conducted and the report indicates that the dimensions of the broken screw were within compliance. Additionally, an examination of the raw-material testing certificates and the manufacturing papers showed no device deviations. The microscopic view of the broken surface does not show any anomalies of materials structure. As no clinical details are available we have to assume that too strong mechanical loadings caused the breakage and no product fault could be detected. Outcomes attributed to adverse event - required intervention.